Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated drive support cap appears normal. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. Customer stated insulin pump had button error. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test. However device alarmed motor error during basic occlusion test due to corroded motor home switch noted.